Event description:
It was reported the device was not alarming. The event was discovered during testing, no patient harm recorded, and no medical intervention required.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4: UDI updated. H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a scrape in the coating on the front of the enclosure towards the bottom of the unit. The voltage label located on the bottom left side of the back panel is peeling off. Speaker on pcb has a distorted sound. Air detector power and ground wire have been cut by customer and a new section of wire has been added. 2 of the 4 solder points (for the replaced section of wire) had shrink wrap not fully heated, the result is one of the joints was exposed because the shrink wrap slid off the weld. Air detector has been dismantled and when put back together multiple screws were used in wrong places. Air detector gasket has a tear and is over glued into the front cover resulting in both needing to be replaced. The user interface ribbon on the air detector is not fully seated into connection on control board. The wires in the air detector no longer have tie wraps and some are routed wrong. During the functional testing, all the alarms worked, but the sound was somewhat distorted. The cause of the issue was found to be that the speaker component on the pcb is faulty. This could possibly cause the alarm sound to be intermittent. The pcb was replaced as well as the damaged wiring on the air detector, the front cover, gasket, the fan guard and o-rings. A DHR review found no non-conformances.